Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 20 false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter:  "customer problem: drawer a rows a/b offline, 20 fp vials."

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 20 false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter:  " 1. Customer problem: drawer a rows a/b offline, 20 fp vials. "

Manufacturer narrative:
This MDR should be considered cancelled. It was determined that an entire drawer flagged as false positives. In the event that an entire rack, row or instrument would flag as positive, the user would not interpret these results as accurate.